Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level up to 600 mg/dl. The customer¿s high blood glucose was 375 mg/dl at the time of the incident. The customer treated with insulin pump. The customer's current blood glucose was 445 mg/dl. Customer declined to perform the high pressure test. The product was not returned for analysis.